Event description:
An endeavor resolute rx drug eluting stent was successfully implanted in the proximal rca during the index procedure. It is reported that the physician pre dilated a lesion in the lcx exhibiting 90% stenosis but is reported to have failed to cross the lesion with an endeavor resolute rx stent. It is reported that the stent strut was damaged, removed successfully and another endeavor resolute rx stent was implanted. It is reported that the patient recovered. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver device and material deformation). Patient condition affected effectiveness of device (90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (90% stenosis).